Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported impedance issue could not be conclusively determined. (B)(4).

Event description:
During a procedure for ICD replacement, the right ventricle (rv) lead impedance was high. The rv lead was capped and replaced. The patient is stable.